Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump. She stated that she tried to give herself a bolus afterward and that it worked. She stated that she was using a new infusion set at the time and that the alarm was not an issue anymore. Customer declined troubleshooting. The blood glucose reading was 477 mg/dl. Nothing further was reported.